Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while filling the cartridge with insulin. Reportedly, customer used another syringe and the cartridge was able to be filled. There was no reported impact to the customer's blood glucose level.